Manufacturer narrative:
Concomitant medical products- medication container. No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that since changing the "suppliers/type" of secondary tubing sets, during an infusion the fluid is drawn from the primary bag rather than the secondary on at least 10 occasions. This seems to happen during fast infusion rates (over 200ml/hr) and while using glass containers rather than bags. It is reported that the medication in the secondary container does not infuse even though the drip chamber vent is open and the secondary container is hung lower than the primary container. The "work around" that has been used is to clamp the primary tubing set above the pump until the secondary IV is finished. This has caused delays in receipt of antibiotics and other infusions. It has not been reported that their have been any other or lasting adverse effects to any patient as a result of these events.

Manufacturer narrative:
Revised b5.

Event description:
It was reported that since changing the "suppliers/type" of secondary tubing sets, during an infusion the fluid is drawn from the primary bag rather than the secondary "probably more than 10 times if not more". This seems to happen during fast infusion rates (over 200ml/hr) and while using glass containers rather than bags. It is reported that the medication in the secondary container does not infuse even though the drip chamber vent is open and the secondary container is hung higher than the primary container. The "work around" that has been used is to clamp the primary tubing set above the pump until the secondary IV is finished. This has caused delays in receipt of antibiotics and other infusions.